Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 23 mg/dl at the time of the incident. The customer used juice and glucose tablets to treat. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was completed and a hardware low level failures alarm was received during a self test. The customer saw that a bolus they had attempted giving 4 hour earlier had not been delivered. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 23 mg/dl at the time of the incident.